Event description:
Pt (patient) reported the cassette broke off and when pt was restarting infusion, accidentally selected restart, volume shown on pump is not accurate, pt states that this happened about 1-2 hours ago, and at that time, pump stated 29 hours remaining. Pump return tracking information is not available. Photographs were not provided. This is a continuous infusion. Set flow rate and volume delivered are unknown. Position of the pump when error occurred is unknown. Product lot number and expiration date are unknown. No additional information is available at this time. " did the reported product fault occur while in use with the patient? Yes " did the product issue cause or contribute to patient or clinical injury? No " if yes, was any medical intervention provided? N/a " is the actual device available for investigation? Unknown " did we replace device? Yes, cassettes " did the patient have a backup device they were able to switch to? Yes " if yes, was the patient able to successfully continue their infusion? Yes " is the infusion life-sustaining? Yes " what is the outcome of the event? Resolved? Ongoing? Unknown. Patient code: 4582. Device code: 1069; 1535. Reference report#: mw5182477.